Manufacturer narrative:
(B)(4). Date sent: 9/19/2023. B3: only event year known: 2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the activation continues after footswitch is released in pure cut mode. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2023. Investigation summary: per service manual operational and diagnostic analysis confirmed the self activation issue. The motherboard pcb was replaced as identified in the investigation to address the issue. Additionally, the card guide was replaced. This repair was unrelated to the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The repair and testing of the unit was completed.